Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead. Non-physiological noise and very low sensing was observed. High sensing integrity counter (sic) was noted and rv defibrillation impedance trends showed a sudden jump. An rv coil fracture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead was replaced. Additionally, it was further clarified that the right ventricular (rv) lead had not been replaced. The patient presented for a lead revision, however all parameters were noted to have normalized and therefore the decision was made to not revise the lead. The rv lead remains in use. Then later, it was further reported that the right ventricular (rv) lead was explanted and replaced. It was also further reported that the right atrial (ra) lead was prophylactically explanted at the time of the rv lead revision due to a system change. The ra lead was returned to the manufacturer where it subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation was ruptured. The outer insulation of the lead was observed to have blood ingression. The outer insulation was breached in multiple locations between 9 cm and 11 cm with blood ingression. Continuation of d10: 459888 lead implant date: (B)(6) 2022 explant date: (B)(6) 2026; dtpa2qq crt-d implant date: (B)(6) 2022 explant date: (B)(6) 2026; 6935m62 lead implant date: (B)(6) `2022 explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.